Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan alleging that his one touch ultra test strips were not allowing blood to be drawn in. During the call with the customer care advocate (cca), the pt gave conflicting info. It is not known when the alleged test strip issue started occurring. It is also not known if the pt was unable to test his blood glucose due to the alleged issue. According to the pt, he stated that he went to an emergency room (ER) the following day for assistance. Later, during the call, the pt stated that he had just come back from the ER about "an hour ago" (july 3, 2007). About 5 minutes later, the pt stated that he was in the u.s. And just got back. During the ER visit, the pt claimed that he was feeling "light-headed." He reportedly had a blood glucose level of "27 mg/dl" in the ER but it is not known what device was used for testing. The pt stated that he was treated with "d50" since his blood glucose level was too low. No further clinical info was provided. It would have been helpful to know the following info: when the alleged test strip issue started, if the pt was able to test his blood glucose during the time of concern, what his last successful blood glucose result was on the reported meter, and when the reading was taken. In addition, it would have been helpful to know the pt's testing frequency, his normal/expected meter readings, the pt's medication and diabetes management regimens, if the pt made any changes to the regimens because of the alleged issue, when the symptoms developed, and what actions the pt took before and during the time he had symptoms. The pt was obtaining blood samples from his fingers but was not using a correct technique for testing with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that his test strips would not draw in blood. During the time of concern, he reportedly had symptoms suggestive of low blood glucose, sought medical attention, and received IV treatment for hypoglycemia. There is insufficient info to determine how long the test strip issue had been occurring or if the pt was able to test his blood glucose prior to developing the symptoms.